Event description:
It was reported that after inflating the balloon with 5ml, when taking the syringe out, the valve totally came out. No extra force was used. The same fault was reported by several nurses during the past month.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported that the device was in use for one day before the event occurred three request were sent via e-mail on (B)(4) 2014 for the following additional information confirm that this product is used for treatment, not diagnosis as indicated on the complaint form and confirmation concerning if the product was replaced with a new one a request for clarification per documentation on the reported complain for which documents the product was used on the patient but, the product being returned is unused was sent o (B)(4) 2014. To date no additional patient/event information has been provided. Should additional information become available a follow-up report will be submitted.